Event description:
It was reported that the autopulse platform is showing a "system error, out of service, revert to manual CPR" message on the lcd display. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and found the following: the head restraint wires were damaged, one shoulder screw was missing, and the battery lock was bent. From the condition of the platform, the damages appear to have been caused by normal wear and tear. The reported complaint of the platform displaying a "system error" was confirmed as the platform displayed a "system error, rever to manual CPR" message during power up. Further inspection identified that the cause was a defective pca processor board. After replacing the board, the "system error" was resolved and the platform passed functional testing with no other user advisories or warnings. A review of the archive was performed and no user advisories or any other faults were observed on the reported event date. Based on the investigation, the parts identified for replacement were the pca processor board, the top cover (including head restraints), the bent battery lock clip, and the missing shoulder screw. In summary, the reported complaint was confirmed through functional testing and is attributed to a defective pca processor board. The system processor pca board was replaced to remedy the complaint. Following service, the device passed all testing criteria.